Event description:
It was reported that the patient experienced increased baseline pain. There were no alarms noted. It was unknown if there was a volume discrepancy. The logs did not note a motor stall. A rotor study was planned. The pump contained bupivacaine and sufenta. The pump was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.